Manufacturer narrative:
Physio-control evaluated the customer's device and confirmed the reported issue. It was found that two connectors from the power module to the main pcb stack were disconnected. Once all connections were inspected and re-secured the device passed functional and performance testing and was returned to the customer.

Event description:
Physio-control received a report that, "device will not turn on at all whether it is ac power or battery." In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.